Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a possible fracture. The lead switched to unipolar with noisy signals and loss of capture (loc). A high fracture, towards the can was confirmed with fluoroscopy. A lead revision was completed. The old ra lead was surgically abandoned and a new one was implanted. No additional adverse patient effects were reported.